Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defect was caused due to defect of the scope connector that occurred while the user was handling the device the event can be detected/prevented by handling the device in accordance with the following instructions for use: " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed an e226 scope communication error message. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the e226 error message was unable to be replicated. Evaluation did find that a b30 scope communication error message was displayed. The image was ok when a temporary connector was used. Also, evaluation found the distal end scope cover was damaged, the bending section cover adhesive was chipped, the connecting tube was scratched, the scope body was damaged, angulation was reduced, and the control knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.